Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
General report received of an unspecified number of undocumented incidents of separations. On unspecified dates, the tubing sets were being used to deliver unspecified medications. After unspecified lengths of time, it was reported that the tubings separated from the clave ports of the tubing sets and unspecified volumes of solutions leaked. Multiple unsuccessful attempts were made for additional info including if the tubing sets were replaced and the therapies were resumed, if there were any reported adverse pt effects, delays in therapies critical to these pts, and if medical interventions were required.